Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that had been generated for right ventricular (rv) intrinsic amplitude out of range, arial automatic threshold detected as greater than programmed amplitude or suspended and minute ventilation (mv) sensor disabled by the signal artifact monitor (sam) device diagnostic. Review of the sam episodes identified noise on the atrial and rv channels with rv pacing impedance greater than 3000 ohms on rv ring to device vector. No further stored noise episodes were identified. Stored non-sustained ventricular tachycardia (nsvt) and atrial tachycardia response (atr) events showed atrial arrhythmias with durations less than one minute. Additionally, atrial automatic threshold often detected as suspended due to low evoked response. The accelerometer remained programmed on for rate responsive pacing support. Programming needs to be performed in the office with a programmer in order to re-enable the mv sensor. The clinical observations were communicated to the patient's clinic. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that had been generated for right ventricular (rv) intrinsic amplitude out of range, arial automatic threshold detected as greater than programmed amplitude or suspended and minute ventilation (mv) sensor disabled by the signal artifact monitor (sam) device diagnostic. Review of the sam episodes identified noise on the atrial and rv channels with rv pacing impedance greater than 3000 ohms on rv ring to device vector. No further stored noise episodes were identified. Stored non-sustained ventricular tachycardia (nsvt) and atrial tachycardia response (atr) events showed atrial arrhythmias with durations less than one minute. Additionally, atrial automatic threshold often detected as suspended due to low evoked response. The accelerometer remained programmed on for rate responsive pacing support. Programming needs to be performed in the office with a programmer in order to re-enable the mv sensor. The clinical observations were communicated to the patient's clinic. No adverse patient effects were reported. This supplemental report is being submitted to include additional manufacturer narrative.

Event description:
It was reported that had been generated for right ventricular (rv) intrinsic amplitude out of range, arial automatic threshold detected as greater than programmed amplitude or suspended and minute ventilation (mv) sensor disabled by the signal artifact monitor (sam) device diagnostic. Review of the sam episodes identified noise on the atrial and rv channels with rv pacing impedance greater than 3000 ohms on rv ring to device vector. No further stored noise episodes were identified. Stored non-sustained ventricular tachycardia (nsvt) and atrial tachycardia response (atr) events showed atrial arrhythmias with durations less than one minute. Additionally, atrial automatic threshold often detected as suspended due to low evoked response. The accelerometer remained programmed on for rate responsive pacing support. Programming needs to be performed in the office with a programmer in order to re-enable the mv sensor. The clinical observations were communicated to the patient's clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.